Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ICD change out externalized conductors were noted on the rv lead. The lead was explanted and replaced. No adverse event was reported.